Manufacturer narrative:
Other, other text: device evaluation: one device was returned and visual inspection revealed rear housing damaged. Inspection could not duplicate the reported problem. The device passed all functional tests and ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue. However, recommend to replace rear housing as preventive measure due to damage at syringe cap.

Event description:
Information was received regarding a cadd ms3 pump. It was reported that the device failed volume test (0.84). There was patient, or clinician injury associated with these occurrences. No further details provided at this time.